Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This is a follow-up submission for device evaluation. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-ttte and lot number 913623, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that on (B)(6) 2014 a patient underwent a left tka procedure. On (B)(6) 2016 the surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-ttte lot 913623 ((B)(4)), femoral implant ar-503-psle lot 108761324 ((B)(4)), bearing implant ar-503-be15 lot 654425 ((B)(4)) and patella implant ar-504-psc9 lot 113601237 ((B)(4)). To complete the procedure the surgeon used another manufacturer's product. Patient was a female, (B)(6). Medical records dated (B)(6) 2016 noted: examination of the left knee with palpation demonstrated inferior pole patella and medial tibial plateau tenderness. Mild effusion of the left knee was noted. Range of motion examination of the left knee demonstrated crepitus with motion. Records noted that the x-rays showed periarticular osteophytes and joint space narrowing. Bone scan was performed on both knees on (B)(6) 2016: results stated there was increased uptake involving both knee replacements, the left side more increased than the right. It was also noted that this may suggest loosening which is worse on the left than the right.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttte and lot number 913623, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. Device expected but not yet returned.

Event description:
It was reported that on (B)(6) 2014 a patient underwent a left tka procedure. On (B)(6) 2016 the surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-ttte lot 913623 ((B)(4)), femoral implant ar-503-psle lot 108761324 ((B)(4)), bearing implant ar-503-be15 lot 654425 ((B)(4)) and patella implant ar-504-psc9 lot 113601237 ((B)(4)). To complete the procedure the surgeon used another manufacturer's product. Patient was a female, (B)(6). Medical records dated (B)(6) 2016 noted: examination of the left knee with palpation demonstrated inferior pole patella and medial tibial plateau tenderness. Mild effusion of the left knee was noted. Range of motion examination of the left knee demonstrated crepitus with motion. Records noted that the x-rays showed periarticular osteophytes and joint space narrowing. Bone scan was performed on both knees on 10/25/16: results stated there was increased uptake involving both knee replacements, the left side more increased than the right. It was also noted that this may suggest loosening which is worse on the left than the right.